Event description:
The micro drill medium straight attachment was sent for evaluation due to overheating during performance testing. The event occurred during a routine field service maintenance visit; no adverse event was associated with the device.